Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing broke off a clearlink duo-vent solution administration set which resulted in a leak of blood and medication; reported as "approximately 70cc's of blood loss and minor medication loss": this issue was identified during a patient infusion; further described as ¿the tubing broke off while the set was in use and had to be replaced during a procedure¿. There was no patient injury or medical intervention associated with this event. No additional information is available..